Event description:
The hub of the needle was noted to be cracked causing failure to identify the epidural space and advancing the needle int0 the intrathecal space. This occurred with multiple needles (all from the same lot #). The crack appears to be caused when the syringe tip is placed in the hub of the needle and is very difficult to see. (This is a pattern problem a single event did not trigger a high level of concern.)